Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection (tumorectomy) procedure. During the procedure, the system was unresponsive when using the dicom qr. The system was rebooted and used continuously (interpreted as system reboot resolved the issue). The issue was reported to have resolved during the call. No further actions were taken. The issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
Software analysis was not able to provide additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.